Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient contacted baxter (B)(4) technical service center regarding peritonitis that had started on (B)(6) 2011. Antibiotic therapy was started on (B)(6) 2011, but the patient was not hospitalized. Treatment consisted of fortum injection, 1 gram, once daily, ip continuing and vancomycin injection, 1 gram loading dose, ip. The cause of the peritonitis was not reported. Action taken with dianeal pd2 ultrabag was not reported. The patient was reported to be recovering from the event. Concomitant medications were not reported. The reporter considered the event of peritonitis as not related to dianeal pd2 ultrabag. The patient declined to provide more information regarding the event.